Event description:
Reporter indicated a vns therapy patient "fell approx two weeks ago. She admits that she did hit on the left side of the neck/chest. After the fall, she experienced an increase in seizures. She was admitted into the hospital." The patient's pre-vns baseline is unknown. The patient's medication levels are non-therapeutic and the patient is currently having seizures. Vns diagnostic testing was within normal limits. The "patient has had good efficacy in the past with the therapy. Generator is approx 9 years into service." The patient has been scheduled for revision surgery. Good faith attempts to obtain additional information have been unsuccessful to date.